Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported kink was confirmed. The hypotube was kinked and separated proximal to the guide wire exit notch thus confirming the reported kink. The shaft was still intact. The shaft was kinked at the noted separation. The shaft was torn at the noted kink. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported kink appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during advancement of the trek coronary dilatation catheter through the guide catheter, force might have been applied although this was not confirmed. The trek catheter shaft kinked right after it was inserted and slightly advanced into the guide catheter. The trek dilatation catheter was removed without reported issue. Reportedly, there was no unusual resistance noted during use. Another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue. Subsequently, the device was returned to abbott vascular. During device analysis, a tear was noted at the location of the kinked hypotube.